Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised due to aseptic loosening of the femoral stem. Intra-operatively, surgeon reported the stem was grossly undersized. A meridian stem with stryker head and liner were revised to a restoration modular stem construct with biolox ceramic head and adm/mdm liner construct. Patient reported primary was approximately 2 years ago at an unknown facility with an unknown surgeon.